Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while taking the specimen out of the abdomen using the instrument, the bag tore and broke inside the patient wherein it contains the gallbladder. A new device was used in order to complete the case. No patient injury.